Event description:
It was reported that the bronchovideoscope went out, was giving an unspecified error code when plugged up and would not work at all. The issue occurred during a endobronchial ultrasound (ebus) bronchoscopy procedure. The procedure was completed with an olympus back-up device with a procedural delay of less than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.